Manufacturer narrative:
Result: fowler motor and clutch assembly.

Event description:
It was reported by service report that the fowler motor and clutch were not holding to full capacity. No patient involvement or adverse consequences are reported.